Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic during follow-up with a device that was in bvvi mode. A device download was performed successfully. The patient will continue with regular follow-up. Device was restored and remains implanted.